Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was initially obtained via the left femoral artery. The 100% stenosed target lesion was located in the severely tortuous left external iliac artery. The diffused lesion was approximately 10cm in length. Utilizing a retrograde approach, a non bsc guide wire was advanced "into the sub intima" and was unable to cross the lesion. Vascular access was then obtained via the left brachial artery. A non bsc guide wire was placed across the lesion and a 6fr 90cm non bsc guiding sheath was inserted. Pre-dilation was performed with a 5x40mm wanda balloon catheter and a non bsc 8x10mm stent was then implanted. 20% residual stenosis remained at the proximal edge of the stent and post-dilation was performed with a 7mm wanda balloon. As the physician was not satisfied with the dilation, he was intending to implant the 7.0x30mm express vascular ld stent proximal to the first stent. The retrograde approach was again utilized and a guide wire was inserted from the left femoral. The express stent delivery system (sds) was then advanced; however, resistance was noted when attempting to pass through the first implanted stent and it was unable to pass through the proximal edge of the stent. Angiography was performed and revealed that the "distal part of the stent of the device was going to expand slightly", therefore the physician opted to remove the device. While withdrawing the device, the express stent dislodged from the sds between the first implanted stent and the introducer sheath. The sds was able to be inserted through the stent and the physician attempted to move the stent to the common femoral artery with the intention of deploying it there; however, this attempt was unsuccessful. The introducer sheath was exchanged for an 8fr, but additional removal attempts failed. A cutdown at the access site in the femoral artery was performed and the stent was removed safely. The physician does not intend to treat this patient further at this point. There were no additional patient complications reported and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis revealed the complaint device was inside a non bsc introducer sheath. Visual and tactile inspection revealed no damage to the shaft of the device. The balloon was folded and wrapped fully around the shaft of the device. The stent was crimped on the balloon in the correct location. There were traces of blood on the stent and the balloon. Visual and microscopic examination of the stent revealed that the struts on the distal end were lifted up and bent back proximally. Some of the struts were misaligned. It was not possible to withdraw the device from the sheath as the proximal edge of the stent was catching on the edge of the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as excessive vessel tortuosity is contraindicated in the dfu. (B)(4).

Event description:
It was further reported that after removing the stent from the patient, the physician manually crimped the stent on the balloon of the delivery device.